Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the needle deployment was delayed. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother stated that she did not hear the big click when the cannula was supposed to insert. She decided to give the patient a bolus and then she heard the needle click, indicating that the needle had just fired. The mother also stated that insulin was leaking onto the customer's skin. The customer's blood glucose level was 274 mg/dl. The pod was worn for less than an hour.